Event description:
It was reported that the patient underwent an l4-s1 anterior lumbar fusion with l4-l5 and l5-s1 lumbar laminectomy using rhbmp-2/acs. Reportedly, sometime post-op, imaging studies revealed that the patient developed bony overgrowth at or near where the rhbmp-2/acs was implanted and nerve compression. The patient has experienced chronic pain and radiculitis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.